Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a redo ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered a thrombosis requiring pharmacologic treatment (unspecified). More than 7 days after the index procedure, ablation was repeated. Transesophageal echocardiogram revealed a right atrial thrombus at the transseptal puncture location. Medication (unspecified) was administered. Patient required 20 additional days of hospitalization as a result of the adverse event. Patient outcome is unchanged. Prognosis is noted to be satisfactory. Principal investigator assessed this event as moderate in severity, not device-related, possibly procedure-related, and possibly drug-related. Anticoagulant was not stopped. Inr (international normalized ratio) was reduced the first week post-procedure. Patient was noted to be adequately anticoagulated. The adverse event is noted to be related to the atrial fibrillation recurrence. Cardiovascular medical history includes the following medications: bisoprolol 5 mg (atrial fibrillation), propanorm 300 mg (atrial fibrillation), perindopril 8 mg (hypertension), amlodipine 10 mg (hypertension), indapamide 2500 mcg (hypertension), atorvastatin 20 mg (anti-lipid), warfarin 3750 mcg (anticoagulant), heparin 1100 iu (procedural anticoagulation), and tacillin j 4000 mg (antibiotic).

Manufacturer narrative:
On 7/3/2017, biosense webster became aware that the complaint device had been discarded. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).